Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
A complainant reported the patient was on impella 5.5 support. While on support, low pump flow, high purge pressure, and persisting purge pressure alarm occurred. The team used available tissue plasminogen activator (tpa) protocol. Additionally, the patient endured renal failure, and reduced liver function. Heparin-induced thrombocytopenia (hiit) was confirmed. Heparin was switched to argatroban. Pump in ventricular malposition. The doctor tried to reposition pump at bedside, impossible to reposition pump, decision to explant pump surgically. Upon explant massive thrombus in 8mm graft was visible, pump catheter was stuck in thrombus. The patient survived the event.

Manufacturer narrative:
The investigation of high purge pressure, positioning issues, renal failure, thrombocytopenia, and thrombus has been completed. The pump was returned for investigation. No physical abnormalities were reported on the returned product. The impeller and purge gap were clear of biomaterial. The pump was primed and ran successfully without noted purge-related abnormalities. The data log shows a 25-minute gradual rise in purge pressure, followed by a high purge pressure alarm. This condition was resolved after 20 hours, with a decreasing trend noted after administering tissue plasminogen activator (tpa). No other abnormalities were reported related to the positioning issue. All optical parameters were within specification range, and the only trend noted was in the placement signal correlating with motor current. According to the clinical findings, the pump was found deep in the ventricle at the end of the case, and the doctor decided to replace the pump. Additionally, heparin was switched to argatroban after the patient was diagnosed with heparin-induced thrombocytopenia (hit). Renal failure continued even after pump explant. The cause of the high purge pressure issue was most likely biomaterial, based on data log review and returned pump investigation. The cause of the positioning issue was not determined since sufficient clinical's information was not provided. The cause of the renal failure issue was not determined due to insufficient clinical details. The cause of the thrombocytopenia and thrombus issues were not determined due to insufficient clinical details. D9 date device returned to manufacturer added. B3 date of event was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25378.